Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. No motor error alarm or excessive no delivery alarms noted. It passed the displacement, rewind, basic occlusion, and excessive no delivery alarm tests. The device also had a cracked case at the lcd display window corners and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming motor error during basal and he has also received no delivery alarms. The customer stated that the alarms had been occurring for about a year. Blood glucose value was 142 mg/dl. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The alarm history showed multiple motor error alarms from august to (B)(6) 2013. The device was replaced and returned for analysis.